Event description:
It was reported that during the implant procedure, the pulse generator header had difficulty accepting the lead. After applying mineral oil, the lead was secured. The generator was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.